Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort and charging difficulties due to ipg migration. No device malfunction was suspected. The patient underwent an explant procedure.